Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of above 40 mg/dl. Customer¿s current blood glucose level was 127mg/dl. The customer was treated with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer was using insulin pump system within 48 hours of reported low bg event. Customer did not allege that the insulin pump was over delivering. The insulin pump will not be returned for the analysis.